Event description:
Pump alarm 20 was reported during pumping, and there was no adverse impact to the customer¿s blood glucose level. Technical support helped the customer load a new cartridge, but the alarm persisted, leading to the decision to replace the pump. The pump was under warranty, and the customer will use multiple daily injections as backup therapy. Technical support confirmed the shipping address, instructed the customer on putting the pump into storage mode, and provided a pre-paid label for returning the pump within ten days.